Manufacturer narrative:
(B)(4). The pump was received with a cracked case behind the pump at the battery compartment and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.

Event description:
It was reported that the customer experience insulin pump had damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports that the insulin pump had a crack on the upper part of the battery compartment. The insulin pump did not dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.